Manufacturer narrative:
Correction: g3: date received by MFR should be 7/22/2025 and not 7/23/2025 which was provided in the initial report.

Manufacturer narrative:
A review of the service history record identified the device has been previously serviced within the last 12 months for an unrelated issue. There is no indication that the parts replaced during servicing caused or contributed to the reported event.

Event description:
It was reported that a spectrum pump alarmed close door. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, close door message. Symptom could not be duplicated at power up or while running a loaded set. A review of the event history log revealed shut door - power off messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be case shimming. The case requires shimming to address this issue. Should additional relevant information become available, a supplemental report will be submitted.